Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having a problem charging the implanted neurostimulator battery. Patient stated the controller battery runs out of juice before it finishes charging the ins. Patient stated this has happened the last 2 times they has charged since 48 hours ago pt clarified they charge the ins every 24 hours. Patient will start the charge with 100% in the controller but the controller battery run out before they can complete the charge in the ins. Patient verified they are getting excellent charge quality. Patient mentioned that 2 months ago the controller was holding a charge for about 5 days but now it is not holding a charge for 24 hours. An email was sent to the repair department to replace the li battery pack. Patient called back and repeated previously documented information. Patient confirmed they got the replacement li battery pack but noted they were able to charge their implant to 90% and not 100% to which the controller died. Agent asked and patient noted the controller was 100%. Agent reviewed device function. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 70%. Agent instructed patient to start a charge session; implant recharging with excellent quality. Patient denied any error messages/codes and any recent falls/trauma. Patient noted they have not had any settings changed in 5 months (agent understood as reprogramming). Patient mentioned their implant was not keeping a charge for 24 hours but their implant use to hold a charge for 5 days. Agent reviewed the implant battery was dependent of the therapy settings and usage. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned historical information; patient mentioned they could feel the wire (agent understood as leads) before and mentioned they got checked out by their hcp it was reported that they are having a problem charging the implanted neurostimulator battery. Patient stated the controller battery runs out of juice before it finishes charging the ins. Patient stated this has happened the last 2 times they has charged since 48 hours ago pt clarified they charge the ins every 24 hours. Patient will start the charge with 100% in the controller but the controller battery run out before they can complete the charge in the ins. Patient verified they are getting excellent charge quality. Patient mentioned that 2 months ago the controller was holding a charge for about 5 days but now it is not holding a charge for 24 hours. An email was sent to the repair department to replace the li battery pack. .